Event description:
Confused pt in critical care unit got out of bed and fell. He sustained an injury to his head. The bed alarm did not go off. When I checked the bed after the fall, the display indicated a "support service malfunction." The bed alarm did not work. The pt's condition deteriorated. He was transferred to another hosp where he died. FDA safety report ID# (B)(4).